Manufacturer narrative:
This event was determined to be supplemental and investigation findings will be submitted under MFR # 2916596-2025-05658.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2025 at approximately 6 am the patient was found unresponsive on the floor of their room. The patient received cardiopulmonary resuscitation (CPR) and it was noted that the patient's left ventricular assist device (lvad) was not running. The lvad was restarted by changing the batteries. It was unclear how long the patient had been unresponsive however initial device interrogation suggested that the batteries and the internal system controller backup battery were depleted and the alarms on the device would have been activated. The patient was intubated and ventilated and transferred to the intensive therapy unit (itu). The patient had a computed tomography (CT) scan which showed mild loss of grey-white matter differentiation. The patient was observed, had an electroencephalogram (eeg), a repeat CT which suggested acute hypoxic brain injury, and was neuro rehab by a neuro rehab consultant who felt meaningful recovery was unlikely given brainstem dysfunction. The patient subsequently received palliative care and passed away on (B)(6) 2025.